Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H6: the logs were returned for clinical analysis. The analysis determined that the complaint was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the manufacturer representative sent the system to trajectory and was lowering the arm to get to short tools, but when getting to a certain point the system would indicate the trajectory was off. When lowering to 160 it stated it was off the trajectory. The trajectories did not seem to be deviated from the plan. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.